Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 hub separated. The following information was provided by the initial reporter: material no:328438 batch no: 0139094. It was reported that the whole plastic housing comes off when removing the orange cap. Verbatim: pet owner reported when removing the orange caps, the whole plastic housing that holds the needle comes off with it. Stated this happened with 2 syringes. Stated this happened today and also about 2 weeks ago.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes, returned to manufacturer on: 2020-11-18. Investigation summary customer returned (2) loose 3/10cc syringes. Customer states that the whole plastic housing comes off when removing the orange cap. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0139094. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA(B)(4) has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 hub separated. The following information was provided by the initial reporter: material no:328438, batch no: 0139094. It was reported that the whole plastic housing comes off when removing the orange cap. Verbatim: pet owner reported when removing the orange caps, the whole plastic housing that holds the needle comes off with it. Stated this happened with 2 syringes. Stated this happened today and also about 2 weeks ago.